Event description:
It was reported, that the colonovideoscope failed the leak test and had a tear on the biopsy channel. The issue occurred during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found that there was a leak from the instrument channel and a tear / scrape marks were found in the forceps channel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field:h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause for the leakage from the biopsy channel could not be identified however, it was assumed that while inserting/retrieving the endo therapy accessories, they may have interfered with biopsy channel due to which it was scratched/scraped. Therefore, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.